Event description:
Procedure type: unk. According to the reporter: the balloon did not inflate when inserted into the abdomen. Close examination of this product and reinflation of balloon to confirm a leak. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).